Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon initial fixation during procedure, it was found that the right atrial (ra) leadless pacemaker (lp) was dislodged and exhibited a stretched helix. The ralp was not implanted, and an alternate near at hand was implanted instead on (B)(6)2025. There were no patient consequences.

Event description:
New information received notes that during the procedure on (B)(6) 2025, upon fixation of the replacement right atrial (ra) leadless pacemaker (lp), it exhibited no current of injury and high capture threshold. Repositioning was attempted with the delivery catheter connected, but then the ralp was separated prematurely from the delivery catheter. The ralp remained fixated post-separation, and it was retrieved, and repositioned. There were no patient consequences.